Event description:
During an arterio-venous shunt declot procedure, the catheter's balloon was inflated and used for its intended purpose. After dr finished passing the balloon through the shunt to remove the clot, he went to deflate the balloon and it would not deflate. Dr checked the fluid retention lock and it was open. He tried several minutes to deflate the balloon. Ultimately, dr decided it was necessary to pop the balloon to free it from the patient's arm. He did so without further complications or harm to the patient.======================manufacturer response for thru-lumen embolectomy catheter, fogarty thru-lumen embolectomy catheter (per site reporter)======================unsure.